Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate error message when logging into pyxis server. A technical support specialist attempted to log in to the pharmacy enterprise server but was unable to access the application due to an authentication error and restarted the world wide web publishing service and tried again, but the same authentication issue continued. The technical support specialist reviewed the identity server records and noted warnings indicating that the consent storage was not configured and that no signing certificate had been set up and contacted the responsible personnel who confirmed awareness of the issue and advised reaching out to the assigned system administrator for further action and created a temporary self-signed security certificate to restore functionality while waiting for the official hospital-signed certificate. After the signed certificate was provided, the technical support specialist linked it to the server. The customer later confirmed that the production servers were operating normally and approved the closure of the case ticket. The system functioned as intended after the technical suppor5t specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login, they were receiving an error "unable to authenticate". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.